Manufacturer narrative:
Height: 173 cm. Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve is operating within the accepted tolerance in the horizontal but not in the vertical position. Results: first we performed a visual inspection of the gav 2.0. No significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability of the valve. The valve was shown to be permeable. Then we carried out a computer controlled simulated flow test. The measured opening pressure was within the accepted tolerance in both positions. The opening pressure was significantly lower than expected in both positions, indicating a tendency towards over-drainage. Finally, we have dismantled the valve. On the spout of the inlet side of the valve we have found a build-up of substances (likely protein), see picture 1. Based on our investigation, we confirm that the valve is operating in an over-drainage state, likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was an issue with a gav 2.0 valve. The reporter indicated that after 22 days the valve had an underdrainage. The valve was explanted. Additional information was not provided.